Manufacturer narrative:
This suspect product is the soflclix plus lancet.

Event description:
Pt reported the lancet did not retract into the lancet device. The pt accidentally stuck herself with a lancet and a lancet device only she had used. No serious injury was reported and no treatment was rec'd. Pt did not provide the location where the discrepant results were obtained. Technical support requested the return of the suspect product and replacement product was shipped. The softclix plus lancet system, lot not provided.